Event description:
It was reported that the intra-aortic balloon ('iab') was prepped & inserted with no reported complications. One hour after intra-aortic balloon pump ('iabp') therapy, using iap-0500 (B)(4), the pump alarmed "helium leak" & blood was found in the catheter. The clinician removed the iab & inserted another iab-06840-u. There were no reported pt complications or injury. Additional information received from the distributor on 1/26/2010 stated that the iab was prepped per the instructions for use. The pt did not have tortuous vessels. The second iab was inserted in the same site as the first iab and was inserted through a sheath. The assist ratio on the pump was 1:1.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.